Event description:
It was reported that the 2.5 x 20 mm trek balloon catheter was removed from the hoop without issue; however, before the device was loaded onto the guide wire, it was noted that the proximal shaft was separated. There was no resistance noted during removal from the hoop and no resistance noted during removal of the sheath. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was reported. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.